Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter displayed the incorrect units of measurement. On (B)(6) 2011 this medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient reported that the alleged product issue began approximately (B)(6). The patient reported she manages her diabetes with insulin and oral medication. She stated that as a result of the product issue, she had stopped testing and has been estimating her medication based on feelings. The patient reported that on (B)(6) 2011 she developed a headache and became thirsty which she associated with having high blood glucose. The patient denied that any treatment was received for the symptoms. During troubleshooting, the customer care advocate (cca) confirmed that the patient was aware that the meter was set to mmol/l unit of measurement, and that the patient denied changing the unit of measurement and was unable to test using mmol/l. Replacement products were sent to the patient. This case is exempt from submitting an adverse event MDR by (B)(4) for the onetouch ultra problems with inadvertent change of units of measure dated, (B)(6) 2005.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510(k) # is k062195.

Manufacturer narrative:
Follow up #1 ((B)(4) 2011) this case is exempt from submitting an adverse event MDR by the remedial action exemption (B)(4) for the onetouch ultra problems with inadvertent change of units of measure dated, (B)(4), 2005. Inital 3500a report submitted in error.